Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that there was discoloration on a spot in the lower right corner of the pump touch screen. The customer reported the display issue did not affect interaction with the pump. Upon removal of the screen protector, it was confirmed that the issue was on the pump screen itself and not on the screen protector. There was no information provided regarding the customer's blood glucose level.